Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, needle easily broke and bent. There were reports that the tip of it lost in patients. The suture often broke during tying. They reported that the characteristic of it was very poor and some are thin. As a result, the patient suffered from vaginal cuff dehiscence, one small wound separation uneventful, infections and post op pain a week after surgery. To resolve the issue, they have to re-starts parts of the procedure with new and different suture material, need to upsize nylons and vicryl equivalents and stopped using polysorb secondary to spitting from wounds. There was no patient injury.